Event description:
Customer reported on a bravo ph capsule that failed to attach. The doctor was trying to place capsule and when he pressed the plunger the top broke on the plunger. The pt was not injured following the procedure.